Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported the doctor could not lock the 85mm pfna-ii blade after insertion. The surgeon tried to insert a 90mm pfna-ii blade and it resulted in the blade not being able to be locked as well. The surgeon then tried to insert another 85mm pfna-ii blade and he was able to lock the blade without any problem. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
We have forwarded the complained devices to the responsible development engineer for evaluation. It is visible that the hexagonal drive shows slightly marks of use. Article: 04.027.053s was produced on 26th march 2012. A functional test was performed. No deviation to the specification of those articles could be found. Therefore we are not able to comprehend the mentioned problem. No product fault could be detected.